Event description:
This is first of two reports for the same pt involving two lot numbers of the same product. It is unk which contributed to the event. Refer to 9610813-2013-00013 for description of the second report. The complaint involves an initial report from an eye care provider that a pt who has been wearing contact lenses experienced "infection after infection". Additionally, it was reported that the pt experienced an ulcer and an inflamed limbal ring. F/u info received the same day from the eye care provider stated that the pt initially visited a doctor in the united states (reason for visit unspecified) and was prescribed (unspecified eye drops and instructed to discontinue lens wear. At that time, no ulcer was seen by that doctor. The pt called the reporting eye care provider for the first time on (B)(6) 2013, to report that she was experiencing watering and irritation associated with lens wear, and wanted to see an optometrist that same day. The pt removed the lenses and rinsed her eyes with optrex. Upon the pt's visit to a different branch location of the eye care provider, the doctor's notes stated that the pt's vision was good and that there was "a very small amount of infiltrates and ulcer scars on the left eye." The branch doctor advised the pt to make an appointment at a hospital. However, the pt declined and stated that she would see her own doctor instead.

Manufacturer narrative:
Add'l info received on (B)(6) 2013 from the eye care provider stated that the pt came into the practice last week for a f/u. It is noted that the pt's eyes were ok with no scarring seen. The pt was supplied replacement lenses and is currently resuming lens wear without issue. (B)(4).